Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: a cost-effective technique for pure laparoscopic live donor nephrectomy. Author/s: tiberio m. Siqueira jr, anuar I. Mitre, fabiano a. Simoes, andre f. Maciel, alvaro m. Ferraz, sami arap. Citation: international braz j urol (2006); 32 (1): 23-30. The aim of this study is to compare two different techniques for laparoscopic live donor nephrectomy (ldn), related to the operative costs and learning curve. Between april/2000 and october/2003, 61 patients were submitted to ldn in 2 different reference centers in kidney transplantation. The first 11 left ldn was performed between january and october 2003 at center a (ca), the patients were operated by a pure transperitoneal approach, using clips for the renal pedicle control and the specimens were retrieved manually, without using endobags. The first 50 left ldn was performed between april 2000 and august 2003 at center b (cb), 50 patients were also operated by a pure transperitoneal approach, but the renal pedicles were controlled with endo-gia appliers and the specimens were retrieved using endobags. In both centers, pure laparoscopic technique was adopted and harmonic scalpel (ultracision; ethicon) was used throughout the procedures, for renal pedicle dissection and vascular control of small vessels. In the ca, the renal pedicle was controlled using clips. The kidney was lifted up by the assistant¿s fingers and two large clips were applied to the renal artery and vein. Finally, the vessels were divided and specimen was removed manually from the peritoneal cavity. In the cb, after release the whole kidney and ureter division, an endobag (endocatch bag ii; ethicon) was inserted in the peritoneal cavity through a pfannenstiel incision and engulfed the kidney and ureter. Three metallic clips were applied to the renal artery and the renal vein was controlled and divided with an endo-gia applier (etsflex 35mm; ethicon). Finally, the renal artery was divided and the kidney was removed from the peritoneal cavity inside the endobag. Reported complication in ca group included transoperative bleeding from the renal artery (n-1) leading to urgent open conversion, and major complication (n-?) Reported complication in cb group included major complication (n-?). Despite the learning curve, the technique adopted by ca, showed no deleterious results to the donors and recipients when compared with the cb. On the other hand, this technique was cheaper than the technique performed in the cb, representing an attractive alternative for ldn, mainly in developing centers.